Manufacturer narrative:
Additional information was received that the physician believed that the lead must have been causing the pain. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had experience a shocking sensation and a new pain developed on her right side that was bothering her since the trial procedure. The patient reported that the pain had stopped after the lead was pulled.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4) description: trial linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had experience a shocking sensation and a new pain developed on her right side that was bothering her since the trial procedure. The patient reported that the pain had stopped after the lead was pulled.